Manufacturer narrative:
Sections with additional information as of 25-mar-2020: d10: device available for evaluation added. H6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Ccc initially spoke with customer and transferred information to ccr. Ccr unable to contact the customer via telephone, no further information was able to be obtained. At the time ccc spoke with customer, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.